Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump alarmed for critical pump error. Customer's blood glucose level was unknown at time of incident. Advised to place insulin pump in storage mode ,remove battery, press and hold the back button until the screen turns off. Recommended customer refer to back up plan per hcp instructions. Insulin pump need to be replace and was to be return for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device received with scratched case, pillowing keypad overlay, keypad overlay texture damage and missing display window cover.